Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that, the patient contacted support after receiving an insulin occlusion alert. The patient had already disconnected the tubing, and support provided guidance to complete a full supply change. Following the supply change, insulin delivery resumed without issue. The patient reported that the removed infusion set had a kinked cannula. At the time of the call, blood glucose was elevated but trending downward. The patient had no additional questions and indicated they would call back if further assistance was needed. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.